Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a no delivery alarm. The customer's blood glucose was 64 mg/dl. Troubleshooting found the insulin pump alarmed no delivery while the customer attempted to rewind. It was also found the no delivery alarm was resolved with an infusion set change. Customer agreed to return the reservoir for analysis.